Event description:
It was reported that this inflatable penile prosthesis was not working properly. One year later, a revision surgery was performed, during which it was noted that there was a rupture in the connecting tube between right cylinder and pump. The pump was removed and replaced. No additional information was reported.